Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was lead noise, leading to oversensing. The impedance showed a slow, long term decrease. An x-ray reportedly shows an acute angle in the shoulder region that was not observed on the previous x-ray. The lead was explanted and replaced. No patient complications were reported as a result of this event.